Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the surgery using "profemur z", before implantation femoral stem, surgeon compaction the medullary cavity first, and then load the femoral stem, the femoral stem was detected sinking at once, the patients say in the bed for more days according to doctors advice. Even so, the implant femoral stem keep sinking, finally the surgery was failed. Now the femoral stem and neck of "profemur z" is taken out and replace with perfecta imc.